Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding the wrong device received, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 17735220m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Event description:
On (B)(6) 2018, this navi-star¿ thermo-cool¿ electrophysiology catheter was received by the biosense webster failure analysis lab as a wrong device product under manufacturer reference number (B)(4). Manufacturer reference number (B)(4) was assessed as not reportable for a deflection issue. The first visual finding from the biosense webster failure analysis lab for this wrong product received was that the tip was cracked and bent between ring 1 and ring 2. Internal parts were exposed. This issue was assessed as a reportable lab finding. An investigation was performed to obtain clarification for the wrong product received; however, no further information has been made available. Therefore, since we were unable to get clarification and the returned catheter condition has been assessed as a reportable malfunction, we have made the decision to create a related manufacturer reference number under (B)(4) to conservatively report this returned catheter condition. The awareness date is (B)(6) 2018.

Manufacturer narrative:
Investigation summary: on september 11, 2018, this navi-star¿ thermo-cool¿ electrophysiology catheter was received by the biosense webster failure analysis lab as a wrong device product under manufacturer reference number (B)(4). The first visual finding from the biosense webster failure analysis lab for this wrong product received was that the tip was cracked and bent between ring 1 and ring 2. Internal parts were exposed. An investigation was performed to obtain clarification for the wrong product received; however, no further information has been made available. Therefore, since we were unable to get clarification and the returned catheter condition has been assessed as a reportable malfunction, we have made the decision to create a related manufacturer reference number under (B)(4) to conservatively report this returned catheter condition. The device was inspected and the peek housing was found cracked with exposed parts. A tilt test was performed and the catheter failed due to the damage observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The root cause of the peek housing damage cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).